Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call, and checked the acid and base dispense, air pump, sample probe position, reagent probe position, and for bleach contamination. The cse did not observe any system errors that may have contributed to the discordant troponin result, and ran the discordant patient sample in duplicate without any issues. The cause for the elevated advia centaur cp troponin-ultra result is unknown. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.

Event description:
A falsely elevated advia centaur cp troponin ultra (tni-ultra) result was obtained by the customer on a patient sample and the result reported to the physician. The physician did not question the initially reported troponin result, however the same patient sample was repeated and the troponin results were negative. A corrected troponin result was issued by the customer. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the initially discordant advia centaur cp troponin ultra result.